Manufacturer narrative:
The device was not available for return. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported tissue injury and hypotension as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the available information the cause of the reported tissue injury is patient anatomy. The reported hypotension is a cascading effect of the reported tissue injury. The reported hospitalization, medication and medical intervention were the result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury during use, and hypotension requiring intervention. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with mitral annular calcification (mac), broad jet, fragile and friable leaflets, and calcified papillary muscles. The mitraclip was placed medial of a2/p2. While grasping and capturing, without a device issue, the posterior medial leaflet came out of the clip with tissue flickering. A lateral attempt was made, however, the same issue occurred. The leaflet would tear. The mitraclip was not deployed and successfully removed. A balloon pump was placed to stabilize the patients hemodynamics, reported as hypotension, and additional medications were provided. It was decided not to implant a clip and the procedure was aborted. Mr remained grade 4+. The patient was stabilized in the intensive care unit on a balloon pump. The event required prolonged hospitalization. No additional information was provided regarding this issue.